Manufacturer narrative:
(B)(4). Follow up attempts were made to obtain patient information; no response received.

Event description:
The customer reported the ventilator does not provide appropriate tidal volumes based on the patient settings. The customer reported there was patient involvement with no harm to the patient.